Manufacturer narrative:
The device was not returned for analysis. An event of patient-device incompatibility (implant-related tissue damage), myocardial infarction, and cardiac enzyme elevation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported patient-device incompatibility (implant-related tissue damage), myocardial infarction, and cardiac enzyme elevation are related to the implant procedure. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1028 - amulet china pms, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was successfully implanted in a patient as part of a left atrial appendage occlusion (laao) procedure. There was no difficulty experienced implanting the 25mm amplatzer amulet occluder. Prior to procedure the patient's troponin levels were within the reference range. Post-procedure it was noted that the patient had an elevated troponin level. The patient has no discomfort and is in general good condition with stable vital signs. No intervention was performed. It's noted that the patient underwent a percutaneous coronary intervention (coronary stent implantation) prior to the 25mm amplatzer amulet occluder implant procedure due to the patient's coronary artery disease. The cause of the patient's elevated troponin levels are attributed to the implant procedure and considered a myocardial injury. The myocardial injury is attributed to mechanical injury caused by vascular access in the procedure and the 25mm amplatzer amulet occluder. There was no initial or prolonged hospitalization due to this event. There was no vascular complications related to the 25mm amplatzer amulet occluder access site.